Event description:
It was reported that the patient presented with elevated capture threshold on the right ventricular lead. The lead was capped and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The lead was capped and was not explanted.